Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus with the pump was delivered to address the elevated bg level. Reportedly, the customer continued to use the existing cartridge.